Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our distribution partner surgalign reported that "as per reporter, patient was undergoing a revision procedure of a streamline mis. The surgeon was having a difficult time removing the set screws and ended up breaking the tip off of one of the set screw starters (which he shouldn't have been using) but he was frustrated so he was grabbing anything he could out of the instrument tray. He also broke the tip off of one of the "simple drivers" I believe (I was not at the case and am hearing second hand) trying to get a screw out. No patient harm, a slight delay in case but overall everything came out. Index surgery date was (B)(6), 2021".the rep stated that the patient was in pain and wanted the implant removed.